Manufacturer narrative:
This complaint was reviewed during the retrospective review. The investigation showed that the cartridge is working according to specifications. It is possible that this complaint is caused by the output valve of de pressure regulator in the vfie module. Please have this checked. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
The complainant informed that the infusion of the system was insufficient to maintain adequate pressure in the eye, under both fluid and air. Infusion was raised from 40 mmhg to 150 mmhg, and still produced insufficient globe pressure. The infusion line was replaced and the case was completed at 150 mmhg (which is high). The surgeon insisted the pressure was insufficient throughout the case. The complaint item will be returned.